Event description:
It has been reported by a provider they when to look at a (B)(4) rollator because it was claimed that the legs were bowed in. Upon inspection, they provider found that the legs are not bowed, but the brakes were loose and not holding.